Event description:
It was reported that the stair chair would not lift/transport due to a misaligned lock mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.